Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The returned guide wire was slightly curved for approximately 2 cm from the tip that was associated with use in the anatomy. On the shaft approximately 52 - 73 cm from the proximal wire end, the ptfe coating was intermittently peeled off. Peeled segments were all longitudinal and linear, and some of the peeled segments were located in different axes than the other. Hairline scratches that run helically were observed around the peeled segments. These findings suggested that the metal chuck of a torque device likely scraped the ptfe coating. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meets the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated with the metal chuck of a torque device that was probably incompletely tightened or incompletely loosened at the time it was moved over the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that two asahi soft guide wires were used in a pci to treat a 75-90% occlusion in the rca. After use, the ptfe coating on the shaft was found peeled. The procedure was completed by using a new guide wire. The patient outcome was fine. One of the two guide wires is reported as MFR report #: 3003775027-2020-00065 and the other is reported as MFR report #: 3003775027-2020-00066.